Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4092 lead, implanted: (B)(6)2010. (B)(4).

Event description:
It was reported that the patient experienced a syncopal event, and the atrial lead exhibited high thresholds since implant. The lead remains in use. No further patient complications have been reported as a result of this event.